Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed motor error and customer was not feeling well. Customer's blood glucose level was 529 mg/dl. Customer stated when he woke the device had alarmed no delivery and then a couple of minutes later it alarmed motor error. Customer's mother does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer's mother was advised to disconnect the device from the customer. Customer does not use the sensor feature. Customer was able to complete the rewind process. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.